Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found the pitch cable broken at the proximal clevis hub. The broken cable segment that contains the crimp was still intact, but the broken strands stuck out at the wrist. Clevis did not exhibit any wear. Other cables at wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci colon resection, the surgical staff noted that the double fenestrated grasper instrument had cable in a loop that was struck out. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.